Manufacturer narrative:
This follow-up report is being reported to relay additional information.

Event description:
It is reported that the patient underwent a manipulation under anesthesia approximately one (1) year following knee arthroplasty to address left knee stiffness. The patient's stiffness was reported to have resolved following the procedure. Operative notes from the procedure identified that the patient had limited range of motion. An arthroscopy was performed to visualize the components and a small amount of scar tissue anterior to the femoral component was removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product could not be evaluated, however, the reported event was confirmed through review of medical records. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices - unknown vanguard tibial bearing catalog #: ni lot #: ni, unknown vanguard tibial component catalog #: ni lot #: ni. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient, please see all reports associated with this event: 0001825034-2019-03248, 0001825034-2019-03250. Investigation incomplete.

Event description:
It is reported that the patient underwent a manipulation under anesthesia approximately one (1) year following knee arthroplasty to address left knee stiffness. The patient's complication was reported to have resolved following the procedure.